Event description:
It was reported during a patient event, the customer's device would not deliver energy to the patient. The customer advised that the patient was connected to another device following the reported failure to deliver defibrillation energy. The second device reportedly shocked the patient, which brought them into a more stable rhythm; however the customer also reported that the patient later died. There was no further information available for review.

Manufacturer narrative:
(B)(4): the customer (biomed) advised physio-control that this device was tested after the event and the reported failure could not be verified. Further follow up with the customer confirmed that this device has since been quarantined by the customer and has not been made available for evaluation by physio-control. The device has not been returned to physio-control for evaluation.there is not enough information available at this time to determine the impact of the device use to the patient, at this time. The cause of the reported failure could not be determined.